Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient reported experiencing bilateral breast capsular contracture (baker grade ratings were not provided). As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 17, 2025, mentor received the following additional information: patient age at the time of event: 66 years old. Date of event: 8/5/2025. A diagnosis of bilateral baker grade iii capsular contracture was provided. After the revision surgery, the complaint device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).